Event description:
Caller reported a malfunction on the pump, identified by malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if the issue happened again.